Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver an unspecified concentration of vancomycin at an unspecified rate. The therapy was started on the night shift at an unspecified time. Upon shift change, a day shift rn noted the bag was full, while the pump display indicated that 180cc had been infused. It was reported that there was no dripping in the drip chamber and no pump alarms, but the nurse could hear the device running. The pump was removed from clinical service and therapy resumed on a replacement pump. There was no adverse pt effect. No medical interventions were required. Though requested, no further info was available.